Event description:
Four endeavor sprint rx drug-eluting stents were implanted, overlapping, at the mid rca, for treatment of the target lesion (MFR report# 2953200-2010-00306, 2953200-2010-00307, 2953200-2010-00308, 2953200-2008-01246). A dissection was noted proximal to stents with pericardial effusion, therefore one endeavor sprint rx drug-eluting stent (MFR report# 2953200-2008-01247) was implanted at the mid rca overlapping, as treatment of a complication/dissection/bailout. An acute non-stemi is reported to have occurred on the same day as stent implant. Location of infarction was inferior. Investigator assessed the event was a non q-wave mi. Investigator has indicated that event was related to the study stent. Pt was asymptomatic/free of symptoms at 30 day follow up. Approximately 5 months following index procedure, a ptca revascularization of the mid lad (non-target vessel) was carried out. One stent from another manufacturer was implanted. Investigator has indicated that event was not related to the study stent. Pt was unavailable for 6 month follow up. Pt was asymptomatic/free of symptoms at 1 year follow up.

Manufacturer narrative:
(B) (4): eval results: myocardial infarction.